Manufacturer narrative:
The device had the cannula assembly undeployed. Data obtained from the device shows that the device delivered 0 pulses and was in pod state 2 indicating the device was in filled state waiting to be paired. All three batteries were found to have insufficient voltage. The smc was measured and found to be out of specification. Due to the high smc, it was determined that the pcb drained all three batteries and prevented the device from transitioning from pod state 1 to pod state 2. It was only during investigation when an external power supply was connected to the pcb was enough power supplied for the device to transition to pod state 2. It was determined that the high smc prevented the device from deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy. Pod was not worn.